Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilation. However, on the second inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: mustang 6.0 x 40, 40cm balloon catheter was returned for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of potential solidified blood or contrast media within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was noted leaking from a pinhole in the balloon material located at the distal edge of the proximal markerband. A visual and microscopic examination identified no issues with the balloon material or markerband that have contributed to the damage identified. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the length of the shaft. No other issues were noted with the device during analysis. The investigation conclusion is adverse event related to procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilation. However, on the second inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.